Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when disconnecting unspecified maintenance fluids and/or syringes from the max zero, the pressurized fluid is spraying out of the valve.